Manufacturer narrative:
(B)(4)

Event description:
It was reported that the left ventricular lead exhibited hight thresholds. The lead was explanted and replaced successfully. The patient condition was good post procedure.